Event description:
It was reported that signal loss over one hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external/exterior physical visual inspection was performed and passed. Voltage measurement was performed and passed. Pairing with nordic bluetooth device/downloadwas performed and passed. A review of the share logs was performed and no data was found for serial number (B)(6) within the investigation window but bin log information showed that the transmitter was never paired . The allegation was not confirmed. The probable cause could not be determined as the allegation was not found. The reported event of signal loss over one hour is reportable based on the customer complaint which was not confirmed because the transmitter never been paired. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.